Event description:
It was reported that while using the bd instrument max clinical with a covid-19 assay 24 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number ct0615. The customer alleged false positive results for 24 samples while using the bd sars cov-2 assay. The database and run files were reviewed. Bd application support prepared a presentation based on the database review and presented it to the customer. The complaint is unable to be confirmed as an instrument issue because it was determined that the issue is related to the original bd sars cov-2 assay design and udp configuration. The complaint investigation consisted of a review of the service notes pertaining to this issue, the installation/ service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is the issue with original bd sars cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. As a result no corrective actions were initiated. CAPA# 1632720 is open to document and address the root cause of the false positives and reader saturation issues with the bd sars-cov-2 assay.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860 k130470.

Event description:
It was reported that while using the bd instrument max clinical with a covid-19 assay 24 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.